Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The tissue pad was worn and partially missing. A root cause could not be identified. Based on the results of the investigation. The malfunction was observed without a conclusive finding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the ultrasonic surgical instrument sealing part of the distal end peeled off before inserting it into the patient. An error occurred and making the device was unusable. The event occurred during an unspecified surgical procedure. There were no reports of patient harm. The procedure was completed by replacing it with a same product. There was no prolongation of procedure time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.